Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: bent pin on white connection. Specific component(s) involved: external controller malfunction. Additional text: bent pin on white connection. Causative or contributing factor: patient non-compliance in device maintenance/protection; patient error in system care. Intervention(s): replacement of external controller. Implant device type: lvad.